Manufacturer narrative:
The available data is under analysis.

Event description:
It was reported that approx. 43 months after the implantation there was no capture. Patient was admitted to the hospital due to syncope on (B)(6) 2020. Telemetry showed several events of non-capture. It was discovered that a recent fall likely damaged the rv lead, however no lead damage could be seen on x-ray and impedance trends do not indicate failure. Non-capture could not be manually provoked and only presented in specific postural circumstances. The lead has been capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided smart view data did not show any information regarding the reported loss of capture. No iegms or trend curves were available for evaluation. Thus, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.